Event description:
Request (foia) for any and all reports and correspondence relating to the misplacement of a greenfield vena cava filter with respect to pt. Pt underwent an invasive placement of a greenfield filter. Filter was misfired or misplaced in the right atrium of heart which subsequently had to be removed 9 days later by dr. Rptr's understanding that this mishap with a medical device was or should have been reported by hosp shortly after it occurred.